Event description:
The peritoneal dialysis pt's wife reported that she observed fluid inside the cassette door after the pt's treatment on (B)(6) 2013. During a follow-up call she reported that the pt was treated with prophylactic antibiotics and his effluent has remained clear. The peritoneal dialysis registered nurse stated that the pt noticed the leak on the floor after treatment was completed when the machine was being taken down. There was no alarm associated with the leak.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.